Event description:
This is a spontaneous case report received from a physician in united states on (B)(4) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced the following events. On an unspecified date essure was inserted. It was reported that patient went to the physician's office because she was in pain. Hcp worried that part of device was still in there. A diagnostic procedure was done and showed that coils were floating in cavity. Previous essure was removed and another essure was placed in tube (on (B)(6) 2014). The outcome of the events coils were floating in cavity and hcp worried that part of device still in patient was recovered/resolved. Follow-up information was received on 07-jul-2014. Patient's initials and date of birth were provided. This report refers to a (B)(6) female patient. On (B)(6) 2014 essure lot number b97499 was inserted. No further information was provided. Correction on 10-jul-2014 based on information received on 07-jul-2014: it was also reported during follow-up that patient complained of pain and came in for a follow up on (B)(6) 2014. At that time essure device was located floating in the uterus and removed.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: when a term like "part of the device still in patient" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time per criteria established in (B)(4) because an investigation of the same failure mode has already been initiated. Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea,the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. Additionally, this case reported a breakage event (unspecified) which is also not necessarily indicative of a quality defect. No additional ae case reports have been received to date in relation to batch number b97499. No batch signal can be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and noted that the breakage event is an anticipated event. Based on the information available, there is no reason to suspect a quality defect. Based on the results of ptc analysis the event hcp worried that part of device still in patient (device breakage) was amended to listed (anticipated). Follow up 22-jul-2014: no response from the reporter physician after follow up attempts for additional information. No new information was provided. Case closed. Company causality comment: this medically confirmed report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain, coils are floating in cavity and hcp worried that part of device still in patient. All the events are considered non-serious. The event hcp worried that part of device still in patient initially considered unlisted according to the reference safety information for essure, was upon receipt of product technical investigation (ptc) regarded as anticipated, and therefore amended to listed. The event hcp worried that part of device still in patient (assumed as device breakage) was regarded as near-incident due to the reported breakage. During difficult insertions, single cases have been reported of essure breakage. In this particular case, it was mentioned that patient went to the physician's office because she was in pain. Hcp worried that part of device was still in there. A diagnostic procedure was done and showed that coils were floating in uterine cavity. Previous essure was removed and another essure was placed in tube. Based on the available information and due to lack of alternative explanation, causality between the events above and essure use was considered as related. A product technical analysis was performed; its technical investigation concluded "unconfirmed quality defect" and noted that the breakage is anticipated. Ptc medical assessment considered that based on the information available, there is no reason to suspect a quality defect of the product.